Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine generator replacement. The atrial lead was extracted and replaced due to high threshold and phrenic nerve stimulation. It was noted that phrenic nerve stimulation was also observed with the new lead except with high septal placement. The patient was stable.

Manufacturer narrative:
Correction: the previously reported event description incorrectly noted that the atrial lead was extracted; however, the right ventricular lead was extracted. Correction: the previously reported model number, serial number, lot number, expiration date, UDI were incorrect. The correct model number is 1888tc/58, serial number is (B)(4), lot number is 2820031, expiration date is may 31, 2012, UDI is (B)(4). Correction: the previously reported PMA/510(k)# was incorrect. The correct PMA/510(k)# is p960013. Correction: the previously reported device manufacture date was incorrect. The correct device manufacture date is jul 4, 2009.

Event description:
It was reported that the patient presented for routine generator replacement. The right ventricular lead was extracted and replaced due to high threshold and phrenic nerve stimulation. It was noted that phrenic nerve stimulation was also observed with the new lead except with high septal placement. The patient was stable.